Manufacturer narrative:
Product analysis: the device was discarded; therefore, no product analysis can be performed. Updated data: b5. G2. H6. Additional codes: annex f medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that the inline sheath did not cause or contribute to the dissection. In addition, peripheral vascular thromboembolism was reported. Three hours after the valve implant procedure, left common femoral artery (cfa) abdominal aorta occlusion occurred. Subsequently, an emergency thrombi removal (left common iliac artery- external iliac artery) and endocardial thrombus removal (left cfa-superior femoral artery) were performed. No adverse patient effects were reported.

Manufacturer narrative:
Updated data: b5. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that the delivery catheter system (dcs) was not inserted into the patient when the dissection was first observed. The dcs did not pass through the patient¿s anatomy, so it was replaced with a non-medtronic (dryseal) sheath, and then the dissection occurred. The minimum access diameter of the lfa was 3.5/5.2 millimeter¿s (mm). The diameter of the left external iliac artery was 4.4/4.5 mm, and the diameter of the left common femoral artery was 4.4/5.2 mm. Per the physician, the dcs did not cause or contribute/make the dissection worse. The blood vessel damage was caused by the non-medtronic sheath and the dilator of the sheath. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, after passing through the left f emoral artery (lfa) using a non-medtronic (dryseal) 14 french introducer sheath, an attempt was made to switch to an inline sheath. Subsequently, the sheath caught on calcification of the left external iliac artery and did not pass. It was decided to increase thesize of the sheath to 18 french, but it still did not pass. A vascular dissection was subsequently observed in the left common iliac artery to external iliac artery when the dilator of the 18 french sheath was moved back and forth to try to expand the lumen of the artery. A non-medtronic (gore viabahn) stent was placed in the common iliac artery and a non-medtronic (epic) stent was placed in the external iliac artery. The non-medtronic introducer sheath was switched to an inline sheath successfully, and the procedure was completed. Imaging via angiogram was performed on the access site that revealed the dissection had extended to the abdominal aorta just below the renal arteries, but the patient¿s hemodynamics were stable. No additional adverse patient effects were reported. Additional information was received that the delivery catheter system (dcs) was not inserted into the patient when the dissection was first observed. The dcs did not pass through the patient¿s anatomy, so it was replaced with a non-medtronic (dryseal) sheath, and then the dissection occurred. The minimum access diameter of the lfa was 3.5/5.2 millimeter¿s (mm). The diameter of the left external iliac artery was 4.4/4.5 mm, and the diameter of the left common femoral artery was 4.4/5.2 mm. Per the physician, the dcs did not cause or contribute/make the dissection worse. The blood vessel damage was caused by the non-medtronic sheath and the dilator of the sheath. No additional adverse patient effects were reported. Additional information was received that the inline sheath did not cause or contribute to the dissection. In addition, peripheral vascular thromboembolism was reported. Three hours after the valve implant procedure, left common femoral artery (cfa) abdominal aorta occlusion occurred. Subsequently, an emergency thrombi removal (left common iliac artery- external iliac artery) and endocardial thrombus removal (left cfa-superior femoral artery) were performed. No adverse patient effects were reported. Additional information was received that approximately four months following the valve implant, the patient was hospitalized due to a decrease in the ankle-brachial index. A computed tomography angiogram was performed and revealed a left cfa thrombus occlusion and superficial femoral artery proximal occlusion. Percutaneous transluminal angioplasty wasperformed and the patient was discharged.

Manufacturer narrative:
Continuation of d10: product ID evolutfx-23 (serial: (B)(6) ); product type: 0195-heart valves; implant date (B)(6) 2023; explant date n/a product ID l-evolutfx-2329 (lot: 0011544589); product type: 0195-heart valves; implant date ; explant date n/a product ID dry seal introducer sheath; lot number: unknown product type: non-medtronic introducer sheath product ID inline sheath; lot number: unknown product type: inline sheath (unknown manufacturer)  product analysis: the device was not returned, therefore no product analysis can be performed.   Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted.  Select patient information cannot be documented in the file due to regional privacy regulations.  Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, after passing through the left femoral artery (lfa) using a non-medtronic (dryseal) 14 french introducer sheath, an attempt was made to switch to an inline sheath. Subsequently, the sheath caught on calcification of the left external iliac artery and did not pass. It was decided to increase the size of the sheath to 18 french, but it still did not pass. A vascular dissection was subsequently observed in the left common iliac artery to external iliac artery when the dilator of the 18 french sheath was moved back and forth to try to expand the lumen of the artery. A non-medtronic (gore viabahn) stent was placed in the common iliac artery and a non-medtronic (epic) stent was placed in the external iliac artery. The non-medtronic introducer sheath was switched to an inline sheath successfully, and the procedure was completed. Imaging via angiogram was performed on the access site that revealed the dissection had extended to the abdominal aorta just below the renal arteries, but the patient¿s hemodynamics were stable. No additional adverse patient effects were reported.